Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit blue system, the device was difficult to advance causing the trocar to slip back. The dilator arm detached from the trocar, and the needle tip pierced the plastic dilator. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
H6: device code a150205 captures the reportable code of device difficult to advance. H11: correction to fields b5: describe event or problem and h6: device codes.

Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit blue system, the device was difficult to advance. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device code a150205 captures the reportable code of device difficult to advance.